Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. The product was returned for evaluation. The device history record review was not able to be conducted; the lot number provided was an invalid integra identification number. The product passed all testing and inspection. No repairs were necessary as the product was working properly. The complaint is unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to MFR report #3004608878-2019-01130.

Event description:
2 of 2 reports. A customer reported that on (B)(6) 2019, the skull of the patient was fixed in the skull clamp a-1114, (sn (B)(4)) and in the mayfield system as usual. After a short time, there was loosening on the connection of the a1018 (sn (B)(4)) to the a1114 and the patients head changed its position. Because of this movement the patient suffered a skin injury through the skull-pin. The duration of the surgery was extended (unspecified time) as the mayfield system needed to be replaced.